Event description:
A talon 3 prong stone retrieval grasping forcep was used during a ureteroscopy procedure in 2008. According to the complainant, during preparation, one of the talons would not open and close properly. It was also reported that the procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is currently undetermined.